Event description:
Argon generator was set on endo setting - 4.0 with 150 power setting for a laparoscopic supracervical hysterectomy. Surgeon placed handpiece into pt's abdomen and activated the hand-piece. She was able to use this handpiece for short time before the tip melted off. Handpiece removed immediately. Abdomen irrigated with nss. Handpiece removed from sterile field and was replaced with a new one. No further issued noted; setting was changed. To manual setting 4.0/150 with new handpiece. Pt tolerated procedure. Device (defective one) has been sent back to conmed co. For inspection and evaluation.